Manufacturer narrative:
Philips service reloaded the flexvision software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the flexvision pc was not booting and the main screen was not working on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.